Event description:
Pt called to report pump sn (B)(4) currently having battery charge problems and pump sn (B)(4) (currently infusing) was having problems leading the cartridge. The reported product fault occurred while in use with a patient. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dose or amount: 25nkm, frequency: continuous, route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.